Manufacturer narrative:
(B)(4).

Event description:
The following information was obtained from the journal of japan society of perinatal and neonatal medicine, vol.51 no.2 june 2015, page 687. On 17 june 2014, two 16 mm amplatzer vascular plugs (avp) were implanted in a (B)(6) with an anomalous blood vessel from the portal vein to the right atrium. On (B)(6) 2014, this 16 mm avp was found by chest x-ray to have migrated to the pulmonary artery and was percutaneously removed. The patient was reported to be asymptomatic and is recovering after removal of the migrated 16 mm avp. The anomalous vessel was reported to be completely closed at six months. The other 16 mm avp remains implanted.

Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information was obtained from the journal of japan society of perinatal and neonatal medicine, vol.51 no.2 june 2015, page 687. Two amplatzer vascular plugs (avp) (unknown model and lot numbers) were implanted in a (B)(6) with an anomalous blood vessel from the portal vein to the right atrium. The following day, one of the avps was noted to have migrated from its intended position and was percutaneously removed. The anomalous vessel was reported to be completely closed at six months.